Manufacturer narrative:
A sample has not been received by the manufacturing facility. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A health professional reported that an intraocular lens (iol) in a preloaded device was noted to be defective. There was no patient contact or impact.

Manufacturer narrative:
The device with the lens was returned. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger is at the trailing optic edge. The lens is advanced the to the fill line. The trailing haptic tip is looped across the plunger. No other issue observed. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. No other information was provided except "defective". It is unknown what specific issue the customer was referring to with this description. The trailing haptic tip was slightly looped at the plunger tip. No other issues were observed. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The manufacturer internal reference number is: (B)(4).